Event description:
Doctor was using the piranha flexible biopsy forceps to remove biopsy in left renal pelvis. When he opened the tip to get biopsy he was unable to close tip. Removed forceps by following directions on package, which was to pull forceps right up to end of flexible ureteroscope and remove.======================manufacturer response for flexible ureteroscope, piranha (per site reporter).